Event description:
Pt needed to have a catheter removed. Only a segment could be removed. The pt needed surgery and the rest was removed from the right atrium. The cath is in risk mgmt's possession. Unable to get any further info due to the facdt that the person involved is gone until dec 4th. Unknown pt harm/outcome.